Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube had "limited time limits" during use with therapeutic drugs. Sending the tube to another facility for tdm testing reportedly "negated" the stability of the tube. The following information was provided by the initial reporter: sst (vacutainer) has limited time limits on therapeutic drugs. We frequently have to send our specimens to another facility which would negate the stability your tubes provide.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube had "limited time limits" during use with therapeutic drugs. Sending the tube to another facility for tdm testing reportedly "negated" the stability of the tube. The following information was provided by the initial reporter: sst (vacutainer) has limited time limits on therapeutic drugs. We frequently have to send our specimens to another facility which would negate the stability your tubes provide.